Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported "infused 100ml of medication in 10 minutes when programmed to infuse over 1 hour." There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.